Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint#: (B)(4), was included in the recall. Correction: d4. Additional device information, h4. Device manufacturer date were corrected to reflect correct lot number, manufacturing dates, primary unique device identification (UDI) number, and expiration dates. This narrative has also been updated to reflect the correct lot number.

Event description:
Procedure performed: lap-chole. Event description: complaint 1 of 9: (B)(4). Customer wanted to clip the cystic-duct. When preloading, comes no clip out of the applier. Additional information received by applied medical rep via email on 12apr2024: the not properly working¿ clip applier have been collected over several weeks, so it is not easy to receive detailed information. What often happened was that from the beginning no clip was charged between the jaws by activating the trigger. Patient status: no injury intervention: opened a new one.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: lap-chole. Event description: complaint 1 of 9: (B)(4). Complaint 2 of 9: (B)(4). Complaint 3 of 9: (B)(4). Complaint 4 of 9: (B)(4). Complaint 5 of 9: (B)(4). Complaint 6 of 9: (B)(4). Complaint 7 of 9: (B)(4). Complaint 8 of 9: (B)(4). Complaint 9 of 9: (B)(4). Customer wanted to clip the cystic-duct. When preloading, comes no clip out of the applier. Patient status: no injury. Intervention: opened a new one.